Event description:
It was originally reported that the patient's generator underwent revision due to near end of service. The lead was also revised with a single-pin lead, to be compatible with the latest model of generator. However, in (B)(6) 2018, a periodic review of the manufacturer's programming history database identified that the patient had high impedance on (B)(6) 2018, prior to the revision. The explanted products were discarded. No further relevant information has been received to date.